Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). The device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue. Temperature and impedance tests were performed, and the device was found working correctly. No temperature or impedance issues were observed. The blood found inside the pebax area may have contributed to the temperature issue. The instructions for use contain the following recommendations: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected before applying rf power. A manufacturing record evaluation was performed for the finished device 30944405l number, and no internal action was found during the review. The issue reported by the customer was confirmed, and the evaluation determined that the cause of pebax damage failure cannot be established. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the biosense webster inc, (bwi) product analysis lab observed that that was a cut on the pebax with reddish-brown material inside and internal parts exposed. Initially, it was reported that the temperature was not displayed when the stsf was inserted into the patient¿s body. Checked the smartablate (sa) settings, etc., but there was no problem. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. No adverse patient consequence was reported. The temperature issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found there was a cut on the pebax with reddish-brown material inside and internal parts exposed. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 03-jul-2023.